Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were hard to press. The customer¿s blood glucose level was unknown. The customer also reported that the display screen was polarized, hairline cracked on the battery port area, motor was sluggish during rewind, random unexplained no delivery, low reservoir and had to rewind more than once. The customer declined troubleshooting with technical support. The device will not be returned for analysis.